Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds without adequate safety margin. In addition, there were episodes of loss of capture (loc) noted. Boston scientific technical services (ts) reviewed magnetic resonance imaging (MRI) conditions and discussed that physician discretion on system integrity and output. This lead remains in service. No adverse patient effects were reported.